Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient previously sustained an injury to his left arm and underwent a fixation of the supracondylar humerus fracture on an unspecified date. The patient reports subsequent loosening of this hardware. Patient is now several years out from this procedure and has pain and dysfunction with difficulty lifting on that side. X-rays revealed evidence of a non-union with gross motion to the fracture site, surgical intervention for the correction of the non-union was performed on (B)(6) 2015. Patient was returned to surgery on (B)(6) 2016 for repair of a nonunion left supracondylar humeral fracture was performed using products manufactured by depuy and medtronic. It is unknown if the devices used in original procedure were synthes or non synthes devices. During this procedure, the failed hardware was removed which included a plate that was found to be broken, along with an unspecified amount of broken and failed screws. Patient was again returned to surgery on (B)(6) 2016 where surgeon performed a correction of a non-union of left supracondylar humerus fracture. Depuy synthes hardware was explanted and bone graft was implanted. Surgeon also performed neurolysis of the left ulnar nerve. The revision procedure on (B)(6) 2015 is addressed in (B)(4). The revision procedure on (B)(6) 2016 is addressed in (B)(4). This report captures the revision on (B)(6) 2016. This report is for one (1) 3.5mm lcp medial distal humerus plate this is report 3 of 6 for (B)(4).